Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ipg exhibited a shorter than expected longevity estimate due to a programmer software estimator error. It was noted that the pacing percentage at 34 months of ipg use from implantation was very low, and the pacing output also seemed to be kept low. No patient complications have been reported as a result of this event.